Event description:
It was reported that a smiths medical pump alarmed "no disposable clamped tubing. Silenced." The user reviewed settings and powered pump off. Closed clamp and removed cassette. Gently tapped cassette and to disperse air bubbles in the line. He states the air bubble did move. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off and removed cassette, gently tapped cassette and pressed release. Replaced cassette and powered pump on. Pump continued to alarm. Powered pump off. Patient not affected. Rate- 2ml/hr, resvo- 50.9ml, given- 41.15ml. No further information available.